Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was confirmed due to defective power switch. It was also noted the loose locking lever for the scope connector does not hold scope connector properly. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during preparation for use in an unspecified procedure, their evis exera iii video system center power switch is stuck in the on position. There was no reported death, harm, or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty power switch and video connector socket could not be identified. However, it¿s likely the cause of the faulty power switch is related to the design change of the power switch. The design of the power switch was changed to improve its resistance. Modified products were shipped from (B)(6) 2013. This also confirms that the reported device was manufactured prior to the design change and shipment of modified products. Olympus will continue to monitor field performance for this device.